Event description:
It was reported that the device battery had reached end-of-life after approximately eight years of implant time. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. There were no adverse patient effects. The device remains implanted, however technical services recommended explant.